Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer attempted to clear a low reservoir alarm, and when attempted to change set, the act button became unresponsive. Customer's blood glucose was unknown. Customer changed battery and received a failed battery alarm within five seconds of battery removal. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip. No black out anomaly was noted. No unexpected low reservoir or failed battery alarm was noted.